Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had phrenic nerve stimulation. Fluoroscopy showed that the rv lead was dislocated. The lead was repositioned and remains in use. The patient's condition is fine after the event.